Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one used actual sample was returned for investigation and observed no solution between the rib of the stopper, there was no indicating leakage past the rib of the stopper. The actual sample was decontaminated. The actual sample was subjected to visual inspection and did not observed any cracked or stopper mis-assembly. The actual sample was subjected to leak test per test procedure 80005455 and pass the leak test. Did not observe any leakage from the leak test. No leakage observed from leak test. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: observed no solution between the rib of the stopper indicating no leakage past the rib of the stopper from the returned actual sample and photo. The actual sample is subjected to leak test and pass the leak test; no leakage was observed. The complaint is unconfirmed as not able to duplicate customer¿s indicated failure mode. Root cause description: the return sample passed the leak test and no leakage was observed. Hence root cause could not be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe leaked past the stopper during use. The following information was provided by the initial reporter: "leakage thru the stopper".